Event description:
It was reported that the patient was unable to inflate this inflatable penile prosthesis (ipp), because the pump was collapsed and sticky; and additionally, there was air in the system. A revision surgery was performed to remove and replace the component. No patient complications were reported.